Event description:
Cath on above date showed a mid lad 75-80% stenosis. Stenting of the lesion was initiated. Difficulty was encountered in pulling the stent back. In an attempt to remove the stent, it was noted to be dislodged in the lad. The stent was retrieved by inserting a 0.014 wire into the dislodged stent. A 2.0 balloon was advanced through and distal to the stent which was then inflated to low atms. The balloon and stent were pulled back into a guiding cath which finally pulled back through the sheath. A stent was then placed at the lesion.